Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effect of mitral regurgitation (mr) is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated, and a cause for the reported single leaflet device attachment/slda cannot be determined. Mitral valve insufficiency/mr was due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the mitraclip procedure was performed on 09/15/2021 to treat degenerative mitral regurgitation (mr). Two clips were implanted, reducing mr from 4 to 1-2. On 10/13/2021, during a follow-up echocardiogram, it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet and possibly chordae, (single leaflet device attachment/slda). Mr increased to 3. The clip was very mobile. A second procedure is possible. No additional information was provided.